Event description:
During a coronary drug eluting stenting treatment procedure, difficulty removing the balloon was encountered. About two years ago, a (non-bsc) 10 mm bare metal stent was implanted. In 2004-the pt was diagnosed with instent restenosis. Initially the physician planned to do novoste brachytherapy. Pretreatment, balloon angioplasty was performed which caused a dissection to occur adjacent to the existing stent. Due to the dissection, the physician decided not to do novoste brachytherapy. The taxus express2 8.8% 3.0x28mm drug eluting stent was fully deployed at 14 atms with good results. The taxus stent completely overlapped the existing 10 mm bare metal stent. The physician then experienced a significant amount of resistance upon removal of the completely deflated balloon from the stent. He did not reinflate, but he pushed the delivery system distally, twisted and the balloon became free from the stent. However, the 6f guide catheter deep seated during the removal of the balloon. No adverse events to the pt occurred. The status of the pt is listed as stable.